Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. The hospital biomed replaced the agent delivery board and returned the unit to service. The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. The hospital biomed replaced the agent delivery board and returned the unit to service.

Event description:
The hospital reported that, during a case, anesthetic agent output was higher than expected. The anesthesia machine was reportedly swapped out, and the case continued with no further reported complaint. There was no reported patient injury.